Manufacturer narrative:
(B)(4). Batch # n90h13. The analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 malformed clip due to an anti-backup failure and 4 conforming clips. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl and spring were found to be out of position, leading to the reported issue of not hearing the ratchet sound, and causing the anti-backup and lockout failure. No conclusion could be reached as to what may have caused the ratchet pawl and the ratchet pawl spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown surgery, the ratchet sound was not heard and the surgeon felt something wrong. Another device was used to complete the case. There were no adverse consequences to the patient.